Event description:
The customer reported that fluoroscopic x-ray continued to be released after the switch was released. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interference pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This event may have resulted in an accidental radiation occurrence.